Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 20-60 mg/dl; cause unknown. Bg was treated with glucose tablets. Recommendation was made to consult with healthcare provider regarding diabetes management.